Event description:
A representative of a health authority reported that following bilateral intraocular lens (iol) implant procedures, defects in the material of iol's created glistenings or refractive anomalies in the matrix of the lens. The defects have created disabling glare effects. Additional information is not expected. There are two manufacturer reports associated with these events. This report is for the left eye.

Manufacturer narrative:
Corrected information was provided. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints for this lot. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. No further information is expected.